Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the rear therapy electrodes. Spouse advised the sores were bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to use (B)(6). Follow up indicated that the sores are improving.